Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported issue. Physio then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was placed back into the loaner pool for future use.

Event description:
During a preventative maintenance inspection of one of their loaner devices, physio-control observed that the unit would not power on. There was no patient use associated with the reported event.